Manufacturer narrative:
Upon investigation of the device, it was found that the station was powered off by the customer when the anesthesiologist arrived on site. After turning it on, the operating system updates started installing. After completion of system updates, the station was operational. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly initiated an operating system update during a procedure. The customer stated that there was no delay to the procedure, a transurethral resection of the prostate, as users had access to a medication tray. Customer reported that there was no delay in accessing medications and had access to the med tray. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-oct-2021 to 04- oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device unexpectedly initiated an operating system update during a procedure. A technical support specialist found that the station was powered off by the customer. An anesthesiologist turned on the system and started with the operating system updates to resolve the issue. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly initiated an operating system update during a procedure. The customer stated that there was no delay to the procedure, a transurethral resection of the prostate, as users had access to a medication tray. Customer reported that there was no delay in accessing medications and had access to the med tray. There were no adverse events or injuries reported based on this event.